Event description:
It was reported that this patient with a newly implanted subcutaneous implantable cardioverter defibrillator (s-ICD) system recently received inappropriate shock therapy in the alternate sensing vector, due to oversensed artifacts. Boston scientific technical services was contacted and confirmed that these artifacts were consistent with air entrapment within the device header. The physician reprogrammed the device to the primary sensing vector to resolve the event and no additional adverse patient effects were reported. This s-ICD system remains implanted and in-service.

Manufacturer narrative:
This report is being sent to provide new information in sections h6 (evaluation conclusion codes) and h11 (additional MFR narrative). The device has not been returned by the customer; therefore, no product analysis could be performed. Investigation of the available information determined this device exhibited artifacts that are most likely due to air/fluid exchange within the cavity between the setscrew and a damaged seal plug or a slightly loose setscrew. Please see the b5 field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this patient with a newly implanted subcutaneous implantable cardioverter defibrillator (s-ICD) system recently received inappropriate shock therapy in the alternate sensing vector, due to oversensed artifacts. Boston scientific technical services was contacted and confirmed that these artifacts were consistent with air entrapment within the device header. The physician reprogrammed the device to the primary sensing vector to resolve the event and no additional adverse patient effects were reported. This s-ICD system remains implanted and in-service.